Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in intermittent pacing inhibition and high ventricular rate (hvr) episodes. The noise was reproducible with manual pacemaker pocket manipulation. The capture threshold, sensing threshold and pacing impedance of the rv lead were reported to be stable and within normal limits. The rv lead will continue to be monitored routinely. The patient remained in a stable condition.